Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the lead exhibited noise and had a tendency of low high voltage lead impedance. Additionally implanted was a competitor lead due to the tendency of low impedance. It was unlikely that the lead exhibited externalized conductors. The lead was capped and replaced on (B)(6) 2018. The patient was stable.